Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare profesisonal reported a right side seroma. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma: unable to observe since it is not related to the device. ¿ inflammation/irritation: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side seroma and "acute and chronic inflammation". Device has been explanted. Total capsulectomy was performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare profesisonal reported a right side seroma. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 21-nov-2024. Additional, changed, and/or corrected data: b5, b6, d6a, d9, e1, g2, h3, h6, h11.

Event description:
Healthcare professional reported right side seroma and "acute and chronic inflammation". Device has been explanted. Total capsulectomy was performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported a right-side seroma. Device has been explanted.